Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of unretrievable, placement failure scrub nurse explained injector has caused the issue and there was no impact to the patient. Additional information has been requested but is not available at the time of this report.